Manufacturer narrative:
Ge healthcare¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture unknown as serial number unknown. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction causing a system shutdown resulting in a loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
Additional information was received that the serial number was (B)(6) but no further clarification available. No further event or repair information will be available. H3 other text : additional information was received that the serial number was (B)(6) but no further clarification available. No further event or repair information will be available.